Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer powered down the unit and inspected the bus cable, then removed the rear cover of drawer 5 to check for any visible issues, but none were found, replaced the drawer module controller and performed a power test, during which drawer 5.1 still failed to operate, proceeded to replace the drawer controller as well. A full diagnostic was completed, confirming that all drawers were operational, then restarted the system, launched the application, configured the drawer, and the customer tested and confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. The user opened the back panel, and additional drawers became shorted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.